Manufacturer narrative:
The device was returned and customer allegation was confirmed. The front panel was turned off and alarm was generated due to failure of pressure sensor circuit board. The pressure control valve was not working and proper pressure was not maintained due to circuit board failure. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, when the high flow insufflation unit was set to a high flow rate, the display panel was turned off while only the power lamp lights up and the alarm sound was generated. The device could be used without problems at a low flow rate setting. The issue happened during use and was resolved by installing another insufflation unit on a different tower. There were no reports of patient harm associated with the event.

Event description:
It was further reported, the issue occurred at the beginning of a therapeutic procedure. There was a procedural delay of about 15 minutes. The patient was under sedation when the event occurred. The patient did not experience any adverse events due to procedure delay or extended anesthesia.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty circuit board/main board could not be identified. Olympus will continue to monitor field performance for this device.